Manufacturer narrative:
This report is being supplemented to notify that upon further review, this is a duplicate medwatch report that was also submitted under 3002808148-2022-01182, with patient identifier (B)(6). Any additional information received regarding the event or the investigation will be supplemented under 3002808148-2022-01182, accordingly.

Event description:
Customer reported with an issue of leak at the air/water channel (endoscope) unstable valve. The issue found during an unknown event. Device evaluation found defects of the distal end (gap of adhesive on the distal end), stain could enter through the gap. This report is being submitted for defects found o the device distal end, gap of adhesive stain could enter through the gap which was observed on device evaluation.

Manufacturer narrative:
The subject was received at service repair and found defects of the distal end (gap of adhesive on the distal end) , stain/dirt could enter the lens through the gap. Investigation is ongoing, this report will be supplemented accordingly following investigation.